Event description:
Patient reaction 5 minutes after initation of treatment. Shortness of breath, burning eyes, nausea. Bp stable. Patient received benadryl. Symptoms lasted 20 minutes. Dialyzer changed, no further problem.